Event description:
It was reported that a company representative was requested to check a patient¿s lead impedance. The company representative provided that per surgeon¿s notes the device was checked by the neurologist on (B)(6) 2018 and the impedance value was high. On (B)(6) 2018 the impedance was back within normal limits. The physician ran the test with the neck turned to the left and third test turned to the right. In each instance, lead impedance was normal. The physician then turned the device back on. No known surgery referral has occurred to-date. Additional relevant information has not been received to-date.

Event description:
Programming data was received and reviewed confirming the high impedance was observed. The impedance was observed to have decreased with subsequent diagnostics tests. No additional relevant information has been received to date.

Event description:
Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician¿s manual, high lead impedance (>/=5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. Existing recommendations, as described in the physician¿s manual, should still be followed. Additional investigation is underway.